Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7013144.

Event description:
It was reported that patient underwent a spinal cord stimulator explant procedure where all devices were removed due not getting enough pain relief. It was noted that patients spinal cord stimulator was visible to the skin. The explanted device will note will not be return.